Manufacturer narrative:
The device was not returned to zoll medical corporation; the front panel membrane was removed and returned. However, after the front panel membrane was put through extensive testing, the reported malfunction was not replicated or confirmed. The customer received a replacement front panel membrane. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.